Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. Review of the device image indicated the device had delivered consecutive hv therapies that resulted in expected extended charge time. The device was tested on the bench and no anomaly was found.

Event description:
It was reported that device was electively explanted and replaced due to a long charge time. Patient was well post-procedure.